Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown; further described as possibly due to an exit site infection or possibly due to a break in aseptic technique. While the patient was hospitalized for another indication and subsequent surgery, the patient developed peritonitis after undergoing the surgical procedure. Four days after peritonitis onset, the patient was discharged from the hospital. On an unreported date, the patient began treatment for the peritonitis with 2 grams intraperitoneal (ip) cefazolin (dose and frequency were not reported). At the time of this report, the patient was recovered from the peritonitis (date unspecified). It was not reported if dianeal/extraneal therapies were ongoing. No additional information is available.